Manufacturer narrative:
Concomitant medical products: 429878 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection. Cultures were taken and antibiotic treatment was necessary. The device and leads were explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.